Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the person who set up for therapy had left an unused supply line unclamped. Baxter's technical service center assisted the nurse in ending therapy early. Per the nurse, no patient injury or medical intervention was assoicated with this incident.